Event description:
The pt was reportedly experiencing intermittencies, followed by loss of lock. Programming changes were made and external equipment was exchanged; however, this did not resolve the issue. Surgery to explant the pt's internal device will be scheduled.